Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The pharmacist complained of a discrepant inr result with coaguchek xs meter compared to a laboratory result using an unknown method. Patient 1: at 9:15 a.m. The laboratory blood was drawn, at 12:00 p.m. The laboratory result was 1.9 inr and at 12:00 p.m. The meter result was 2.4 inr. There was no therapeutic range or patient information provided for patient 1. Patient 2: at 10:10 a.m. The laboratory blood was drawn, at 11:53 a.m. The laboratory result was 2.4 inr and at 2:08 p.m. The meter result was 3.7 inr. Patient 2's therapeutic range is 2.0 - 3.0 inr. Patient 2's information is as follows: age: (B)(6), sex: "males", weight: (B)(6). There was no allegation that an adverse event occurred for either patient 1 or patient 2. The pharmacist ran a qc with the meter and it passed. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.